Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d.1., d.2., d.4., g.1, g.5., h.4., h.6.

Event description:
A patient reported experiencing the events of "infection", ¿several surgical complications¿, ¿bilateral pain¿, ¿one week after breast device surgery (2015), patient noticed that the stitches did not heal and there where a lot of fluid began to leak¿, ¿device was exposed¿, ¿devices moved down, but the skin layer did not¿, and ¿feeling stitch". Patient was hospitalized to perform procedures for its removal, cleaning and replacement the same device more than once. The device remains implanted.

Manufacturer narrative:
(B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, seroma, delayed healing, exposure, and use error. These are a known potential adverse events addressed in the product labeling.

Event description:
A patient reported experiencing the events of "infection", ¿several surgical complications¿, ¿bilateral pain¿, ¿one week after breast device surgery (2015), patient noticed that the stitches did not heal and there where a lot of fluid began to leak¿, ¿device was exposed¿, ¿devices moved down, but the skin layer did not¿, and ¿feeling stitch". Patient was hospitalized to perform procedures for its removal, cleaning and replacement the same device more than once. The device remains implanted.

Event description:
A patient reported experiencing the events of ¿several surgical complications¿, ¿bilateral pain¿, ¿one week after breast device surgery (2015), patient noticed that the stitches did not heal and there where a lot of fluid began to leak¿, ¿device was exposed¿, ¿devices moved down, but the skin layer did not¿, and ¿feeling stitch¿ with unknown mammary implant. Patient was hospitalized to perform procedures for its removal, cleaning and replacement the same device more than once. The device remains implanted. Patient representative reported "aware of biocell (r) recall."